Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided with the results of the investigation.

Event description:
During a heel procedure using a topaz microdebrider with integrated finger switch arthrowand, allegedly the electrode from the arthrowand detached and remains in the patient's heel. An x-ray was performed and the surgeon decided that a second procedure is not necessary at this time. There was no reported patient adverse effect or patient injury.